Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) experienced tenderness at the ipg site. Additionally, the patient experienced weight fluctuations. Consequently, surgical intervention was taken on (B)(6) 2016 where the ipg was repositioned and reburied which resolved the issue. Implant date for the following associated device is unknown: model 3341, scs extension.